Event description:
It was reported that during the patient's previous routine generator change procedure, the left ventricular (lv) lead was found to be fractured and was repaired using surgical grade adhesive. Subsequently, it was noted that the lv lead exhibited loss of capture, noise over-sensing and varying low voltage impedance. Muscle stimulation and phrenic nerve stimulation were also observed on the left side of the chest. The lv lead was explanted and replaced with a new lead on (B)(6) 2026. The patient remained in stable condition.